Event description:
It was reported that after mixing the cement, prior to use, small pieces of glass were found in the mixing section and delivery tube. The cement was not used in the procedure. A back up mixer and cement were used to successfully complete the procedure with no clinically relevant delay.

Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. A f/u report will be filed. When the investigation is complete.